Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will bes submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The lvad was returned for evaluation on (B)(6) 2015. No issues were found in the evaluation of the pump. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The data retrieved revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a heart transplant on (B)(6) 2014. Prior to the transplant, on (B)(6) 2014, an echo was performed and showed pump dysfunction. The aortic valve was opening every 2 to 3 beats. On (B)(6) 2014, the patient's ldh was 476.